Manufacturer narrative:
.

Event description:
The pt experienced a loss of therapeutic effect and believed her implantable neurostimulator was broken. The pt felt random shocking at the implantable neurostimulator location since it was placed. It occurred 4-5 times a day and occurred if the device was on or off. Touching the area, movement, and placing the telemetry head over the device caused jolting, even if stimulation was off. She was admitted to the hosp and for administration of intravenous pain medication. The symptoms may have been related to progression of disease (the implantable neurostimulator was located in the flank of a leg affected by reflex sympathetic dysreflexia), or possibly a placement issue. Impedances were normal. There were no specific issues with the leads, the implantable neurostimulator, extension, or connections. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.